Manufacturer narrative:
This lead was surgically abandoned and thus not returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was hospitalized after receiving twenty one inappropriate shocks due to noise and oversensing. It was alleged that the reason for the inappropriate shocks was due to this right ventricular (rv) lead fracture. A revision took place and it was noted that there was tissue on this rv lead, the lead was cut and surgically abandoned. A new lead was implanted with no issues. No adverse patient effects were reported.